Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation results, it is likely that the foreign material was not removed because the device was not reprocessed properly. A leak occurred at the bending section cover or distal sheath (the black covering of the bending section) rubber. However, a definitive root cause could not be determined. It was unknown that there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.